Event description:
A facility representative reported that following an implantable collamer lens (ICL) implantation procedure, the patient experienced excessive vault, significant reduction of irido-corneal angles, and shallowing of the AC. The lens was later exchanged for a shorter length lens, and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6 4581: significant reduction of irido-corneal angles, and shallowing of the AC. Manufacture Narrative:Significant reduction of irido-corneal angles, shallowing of the AC, and secondary intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following ICL implantation.Claim# (b)(4).